Event description:
Reportedly the patient was receiving hemodialysis via the tina machine when the patient's temperature decreased from 36 to 34 degrees centigrade. The tubing clotted off and therapy had to be stopped thirty minutes prior to the assigned time. No patient injury occurred and no intervention was required.

Manufacturer narrative:
(B)(4). It is unknown at this time what evaluation has been performed on this device. Should additional information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The baxter field service engineer (fse) made an on site visit to evaluate the device at the customer location. The reported issue of decreased temperature was neither confirmed nor duplicated during the fse's on-site visit. The device was tested and inspected and passed all checks. The device was heat clean disinfected and released to the customer for use. Based on the evaluation results the assignable cause for the reported issue was undetermined. The device functioned normal during the evaluation. The service records were reviewed and revealed the device was last serviced by baxter on 07/07/2010 for failing blood leak during self-test. The blood leak detector was replaced and calibrated. Functional checks were performed. Device was heat cleaned and ready for use. No issues were identified that may have contributed to the reported incident. Renal quality engineering, along with plant servicing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.